Event description:
It was reported that an atrial perforation occurred. A left atrial appendage (laa) closure procedure was being performed using a watchman fxd curve access system (was). During the transseptal sheath exchange, it was discovered the was had created a perforation in the pericardial space posterior to the laa and a pericardial effusion was present. A pericardiocentesis was performed to drain the fluid and a non-boston scientific atrial septal defect occlusion device was placed to seal the perforation. The procedure was discontinued. No further patient complications were reported.